Event description:
A pump registered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer received tips from technical support on preventing altitude alarms and resumed insulin use with the original cartridge without needing to replace it.